Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stents. Approximately 1 year post initial implant, a type 2 endoleak (non -device related failure, not reportable) was identified. A non-endologix (palmaz) stent was implanted in the proximal extension to treat this event (off-label procedure). Now, approximately 1.5 years post-secondary intervention, the patient experienced an emergent rupture. The proximal, vela infrarenal, stent graft and palmaz (non-endologix) stent were identified to have migrated distally and the aortic neck has dilated. The physician elected to do an open repair and an aortic bypass to successfully resolve this event. The graft was explanted and the patient was stable. Additional information: during the investigation of these events a type 1a endoleak was also identified. The reported, approximately 1 year post initial implant, a type 2 endoleak (non -device related failure, not reportable) was identified. A non-endologix (palmaz) stent was implanted in the proximal extension to treat this event (off-label procedure) was previously reported under 2031527-2018-00027.

Manufacturer narrative:
A limited evaluation of the returned device was completed as during the complaint investigation, endologix identified evidence that this device was used outside the indications of use (off- label). Evaluation of the reported complaint information along with medical records, and/or medical imaging suggests the conditions of the off-label have contributed and/ or cause this reported event. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the reported vela infrarenal extension and bare metal stent migrated distally could not be confirmed. However, the aortic neck dilation, contained rupture and explant were confirmed. Additional finding of a type 1a endoleak was identified during an examination of 29 months post implant computed tomography (CT) scan dated (B)(6) 2019. The most likely causation of these events are as follows; the proximal loss of seal is most likely related to the aortic neck dilation resulting in migration and eventually type 1a endoleak, the caudal migration is most likely related to the concomitant use with products outside the IFU (left renal stent + bare metal stent) and, the rupture is most likely related to the type 1a endoleak. The final patient status was reported being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: method code: remove code. H6: device code: remove code. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata".

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stents. Approximately 1 year post initial implant, a type 2 endoleak (non -device related failure, not reportable) was identified. A non-endologix (palmaz) stent was implanted in the proximal extension to treat this event (off-label procedure). Now, approximately 1.5 years post-secondary intervention, the patient experienced an emergent rupture. The proximal, vela infrarenal, stent graft and palmaz (non-endologix) stent were identified to have migrated distally and the aortic neck has dilated. The physician elected to do an open repair and an aortic bypass to successfully resolve this event. The graft was explanted and the patient was stable.